Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15768. It was reported a patient presented in the emergency room with a rise in metabolism. This metabolism increase led to high right ventricular (rv) lead capture thresholds causing an intermittent loss of capture. Incorrect longevity measurements were also apparent in the pacemaker. The pacemaker was explanted and replaced in a procedure on (B)(6) 2021, while the same rv lead was used with the new pacemaker. Post-procedure the patient was stable.

Manufacturer narrative:
Correction- h6- code "high capture threshold" was erroneously included.